Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under (B)(4).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 01825034-2016-04726 & 04772).

Event description:
Patient's hip was revised approximately nine months post-implantation due to femoral nail fracture and pain. The nail was removed and replaced.